Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation identified the need to replace the keyboard. Keyboard replaced and system is operating as intended. System was placed back in service.

Event description:
It was reported that the 9800 system experienced a lockup and gave intermittent key board errors. Rebooted system and it performed as expected. No patient injury reported.